Event description:
It was reported that the guide wire did not go to the end of the catheter and made it difficult to insert to the desired level. Per hcp, the guide wire was removed from the catheter and the catheter and guide wire were soaked in saline prior to use. It was then reassembled. Hcp did not believe the catheter was being stretched in the process of removing the guide wire and reinstalling it, but he had not checked to see if the guide wire went to the end of the catheter before removing the guide wire.

Event description:
Additional information received reported that the physician had difficulties removing the guidewire from the catheter. The pump was used to deliver baclofen (lioresal). The patient outcome was noted as ¿fine and receiving therapy¿.

Manufacturer narrative:
Catheter model# 8731sc, serial# (B)(4); (B)(4).

Manufacturer narrative:
(B)(4).